Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The product was received at the investigation site with a damaged trigger boot. The unit meets specifications for mdu-5 qc functional test. The unit successfully underwent a continuous burn-in for 5 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-08461 and 2134265-2015-08462. It was reported that automatic pullback failure occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending (lad) artery. During a percutaneous transluminal coronary angioplasty (ptca), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro2 coronary imaging catheter and a sled. Then, the motor drive unit (mdu) was correctly connected to the sled. However, it was noted that there was no automatic pullback available. The physician then performed intravascular ultrasound (ivus) with a manual pullback. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-08461 and 2134265-2015-08462. It was reported that automatic pullback failure occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending (lad) artery. During a percutaneous transluminal coronary angioplasty (ptca), an ilab ultrasound imaging system was used in conjunction with an atlantis srr pro coronary imaging catheter and a sled. Then, the motor drive unit (mdu) was correctly connected to the sled. However, it was noted that there was no automatic pullback available. The physician then performed intravascular ultrasound (ivus) with a manual pullback. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.